Event description:
The radio frequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the radio frequency programmer head was returned and analysis found that the cable was cut which would not allow it to interrogate. (B)(4).